Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed.

Event description:
It was reported that the device failed.

Manufacturer narrative:
The customer's reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced ail assembly due error 243.4070. Based on the findings, service determined that the proximate cause of the reported issue was due to ail sensor faulty. A review of the device history record showed the device had a manufacture date of 07/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.